Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp (omsc) but was returned to olympus (B)(4). (B)(4) is scheduling an additional microbiological test of the subject device. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity the exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus was informed that during surveillance culturing test by the facility, the biopsy channel and air/water channel of the subject device tested positive for pseudomonas aeruginosa. The facility returned the subject device to olympus (B)(4) for inspection. The other information on the event was not provided but there was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4) (ode). Following additional high level disinfection at ode, the subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the testing indicated no microorganism growth for the subject device.